Manufacturer narrative:
During investigation on (B)(6) 2022, the demo autopulse platform (sn (B)(4) failed functional testing and displayed user advisory (ua) 02 (compression tracking error) and (ua) 17 (motor on for too long during active operation) error messages. The root cause of the observed (ua) 02 and (ua) 17 was due to a drivetrain failure, likely attributed to wear and tear. The platform was manufactured in feb. 2017 and is over 5 years old, past the service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. The autopulse platform failed the initial functional testing due to the (ua) 02 and (ua) 17 error messages displayed upon powering on. The drivetrain was replaced to remedy the error messages. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During investigation on (B)(6) 2022, the demo autopulse platform (sn (B)(4) failed functional testing and displayed user advisory (ua) 02 (compression tracking error) and (ua) 17 (motor on for too long during active operation) error messages. No patient involvement.

Manufacturer narrative:
H10 (provide narrative/ data) was corrected. This supplemental MDR was created to retract the submitted MDR, as the autopulse platform was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.